Manufacturer narrative:
Visual inspection of the returned product found the tip of the cartridge deformed. The lens was returned stuck in the cartridge. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated a 19.0 diopter cq2015a collamer aspheric three piece lens was stuck in the cartridge and there was no pt contact. Add'l info has been requested from the facility, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.